Event description:
It was reported that the right ventricular (rv) lead exhibited rising pacing thresholds and shock impedance, likely due to calcification buildup on the coils. The rv lead shock impedance eventually reached high, out-of-range values of up to 133 ohms. While the device was being explanted due to normal battery depletion, the physician elected to replace the rv lead. The old rv lead was surgically abandoned. No additional adverse patient effects were reported.